Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s) gd878223 and gd877274 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient developed and was hospitalized for peritonitis. The cause of the peritonitis was not reported. It was unreported if treatment was provided. It was unreported if dianeal therapy was ongoing. At the time of this report, the patient had not recovered from the peritonitis. Per the nurse, the peritonitis was unrelated to dianeal therapy.